Event description:
It was reported that the battery cover on the infusion device appeared to be melted. No adverse event was reported. The infusion device and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.